Event description:
New information received noted that the noise was over-sensed by the atrial lead.

Event description:
It was reported that the patient was presented for a device changeout procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.